Event description:
The product was evaluated. An external visual inspection was performed and passed. Voltage was measured and failed with zero voltage. A review of the share logs was performed and a hypoglycemic event was found within the investigation window. The allegation was confirmed. The probable cause could not be determined.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that the patient experienced a hypoglycemic event. At 4:00 am the patient¿s parents woke up to an alarm indicating to change the transmitter and sensor. They stated that because of this it prevented a low glucose alert. The patient slept for the next three hours and was reported to be low three hours after the transmitter failure. Her blood glucose (bg) was 2.1 mmol/l. No symptoms were reported. It is unknown if her glucose was low at the time of the transmitter failure or during the three-hour period as no bgs were reported to have been checked during that time even though they were aware of the transmitter failure. It was reported that the patient is ¿not typical¿ and the parents were advised by the clinic that she should be admitted whenever her glucose goes below 2.6 mmol/l. The parents were also inexperienced with continuous glucose monitor (cgm) and nervous about it, so they consulted a doctor who chose to admit the patient to the hospital to get her bg up. No treatment information was provided but the patient was discharged within 24 hours. She was doing fine at the time of the report. Data investigation shows that the patient was in a stable range for the entire evening on (B)(6) 2020, and on throughout the night to (B)(6) 2020. The patient's low threshold was set to 4 mmol/l and she did not drop below this threshold at any point before her transmitter failed during this sensor session. Data investigation confirmed that the patient received the transmitter failed alert at 4:14 am on (B)(6) 2020. The last estimated glucose value (egv) she received before her transmitter failed was a value of 5.1 mmol/l with a stable (flat) trend arrow. The patient's operating system alert settings were disabled at the time she received the transmitter failed alert. The device functioned within specifications and patient settings. The patient did not begin a new sensor session until (B)(6) 2020 at 7:08 pm. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction to the following statement in the initial MDR "data investigation confirmed that the patient received the transmitter failed alert at 4:14 am on (B)(6)2020 . The last estimated glucose value (egv) she received before her transmitter failed was a value of 5.1 mmol/l with a stable (flat) trend arrow. The patient's operating system alert settings were disabled at the time she received the transmitter failed alert. The device functioned within specifications and patient settings. The patient did not begin a new sensor session until (B)(6)2020 at 7:08 pm. " h2: correction

Event description:
Subsequent to the initial MDR, a correction has been made. Data investigation confirmed the allegation. Data investigation shows that the patient was in a stable range for the entire evening on (B)(6)2020, and on throughout the night to (B)(6)2020. The patient's low threshold was set to 4 mmol/l and she did not drop below this threshold at any point before her transmitter failed during this sensor session. Data investigation confirmed that the mobile application conditioned a transmitter failed alert at 4:14 am on (B)(6)2020 . The last estimated glucose value (egv) she received before her transmitter failed was a value of 5.1 mmol/l with a stable (flat) trend arrow. The patient did not receive the transmitter failed alert as her operating system settings for dexcom alerts were disabled. The device functioned within specifications and patient settings. The probable cause could not be determined. The patient did not begin a new sensor session until (B)(6)2020 at 7:08 pm. No additional patient or event information is available.